Event description:
It was reported that a spiral fiber separation occurred. A 15mm x 40cm interlock -35 was selected to treat the right iliac artery. During procedure for a right iliac artery embolization, two .035 interlock coils were implanted using an imager c2 catheter with continuous and pressurized irrigation. The physician chose to implant this third coil and encountered resistance upon advancing the coil into the catheter. It was noted that the coil was completely locked into the catheter. After attempts to advance and retreat the coil, the coil detached inside the catheter. The physician attempted to inject saline with a syringe to flush the coil through the catheter and release it. However, a separation between the primary coil wire and spiral fiber occurred. The primary coil wire was advanced into the artery and part of the spiral fiber remained in the catheter. The physician removed the entire system from the patient successfully. New access was performed and the procedure was completed with another of the same device without further complications. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A coil was returned inside an imager ii catheter with a non-boston scientific pusher wire protruding from the hub of the catheter. An attempt was made to advance the coil from the catheter with the pusher wire but a resistance was met. The catheter was cut in order to retrieve the coil. An attempt was made to remove the non-boston scientific pusher wire but it was stuck in the catheter. There was also blood present in the hub of the catheter. The main coil was found to be kinked and severely stretched upon inspection. A microscopic inspection was performed and found that the interlocking arm of the main coil was missing and there was blood present on the main coil. The coil zap tip was inspected and no damage noted. The dimensions that could be measured were found to be in specification except for the number of fiber bundles and the fiber spacing which was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a spiral fiber separation occurred. A 15mm x 40cm interlock -35 was selected to treat the right iliac artery. During procedure for a right iliac artery embolization, two .035 interlock coils were implanted using an imager c2 catheter with continuous and pressurized irrigation. The physician chose to implant this third coil and encountered resistance upon advancing the coil into the catheter. It was noted that the coil was completely locked into the catheter. After attempts to advance and retreat the coil, the coil detached inside the catheter. The physician attempted to inject saline with a syringe to flush the coil through the catheter and release it. However, a separation between the primary coil wire and spiral fiber occurred. The primary coil wire was advanced into the artery and part of the spiral fiber remained in the catheter. The physician removed the entire system from the patient successfully. New access was performed and the procedure was completed with another of the same device without further complications. There were no patient complications reported and the patient's status was stable.